Manufacturer narrative:
The reported experience of unable to get pumps out of anesthesia mode without turning off the pumps could not be investigated as no devices were provided for this investigation. The customer provided a video of a user attempting to turn off anesthesia mode on a pcu (8015), it was determined from the provided video that anesthesia mode was working as intended. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that not all the pumps allow them to get out of anesthesia mode without turning off the pumps. This nurse who performs a lot of post op cases, has not been able to get out of anesthesia mode without powering down. It was not able to replicate on a non-patient pump. When the patient is in anesthesia mode when they come in from or to cvicu. The nurse disables anesthesia mode from the options button. It does take the pump out of anesthesia mode but the meds stay in anesthesia format (epinephrine-anes). Nurses advised that in the past it would change the medication from epinephrine-anes to epinephrine. The nurses reported that it does not change the meds. This happens on multiple pumps all week last week. There has been no patient impact.